Manufacturer narrative:
Based on the current information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the alleged post-operative complication sustained by the patient. Isi has attempted to contact the site to obtain additional information regarding the reported event. However, as of the date of this report, no additional information has been obtained. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted lar procedure, the patient experienced ¿really low¿ arterial tension post-operatively and a ligated inferior mesenteric artery was found to be leaking. As a result of the post-operative complication, the patient underwent emergency surgery. However, at this time, the root cause of the post-operative complication is unknown.

Event description:
It was reported that after completion of a da vinci-assisted low anterior resection (lar) procedure, the patient experienced ¿really low¿ arterial tension in the recovery room and the patient was taken back for emergency surgery. A ligated inferior mesenteric artery was found to be leaking. During the da vinci-assisted lar procedure, the surgeon had reportedly used a vessel sealer extend instrument to ligate the inferior mesenteric artery.

Manufacturer narrative:
On january 17, 2019, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the da vinci-assisted lar procedure was not recorded on video. The surgeon did not encounter any issues using the vse instrument during the surgical procedure. While sealing with the vse instrument, the surgical staff heard audible tones indicating that the sealing cycle was complete. The surgical staff reportedly saw tissue effect while sealing the mesentery artery with the vse instrument. There was no tissue tension when the vessel was sealed. Also, there was no evidence that the mesentery artery was calcified. The surgical staff did not encounter any related error messages during the case. There were no reported intra-operative complications. The estimated blood loss from the post-operative vessel leak is unknown. No blood transfusions were administered. However, the leaking vessel was clipped and sutures were placed via open surgery. The surgeon believes the cause of the leaking mesentery artery was due to ¿vessel sealer ligation.¿ the patient current status was noted to be ¿good.¿ based on the current information provided, this complaint will remain reportable due to the following conclusion: after undergoing a da vinci-assisted lar procedure, a ligated inferior mesenteric artery was found to be leaking. As a result of the post-operative complication, the patient underwent emergency surgery. The leaking vessel was clipped and sutured. However, at this time, the root cause of the post-operative complication is still unknown.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend (vse) instrument associated with this complaint and completed investigations. Incomplete failure analysis occurred since the customer reportedly cut the energy cord off. The vse instrument could not be connected to the integrated electrosurgical unit (iesu) generator. No functional cut or energy activation tests were possible to determine if the vse instrument was defective. In addition, testing such as grip force testing and a jaw gap inspection could not be performed as well. Investigation of the system logs showed several complete cuts and energy activation events were performed with this instrument at the site on (B)(6) 2018 on system (B)(4). No errors were logged. A visual inspection of the distal end of the instrument showed no damage at the grip tips. The electrical continuity test still passed by removing the housing and accessing the pins in the backend. The known common cause of the damaged energy cord is mishandling/misuse.